Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that one day post-implant this right ventricular (rv) lead exhibited changes in pacing threshold when sitting and laying down with measurements between 0.5v and 5.0v. Suspecting dislodgement, a revision procedure was performed wherein the lead was repositioned. The following day the issue was observed once more with the pacing threshold reaching 7.0v while the patient was sitting. A second revision procedure was performed and the lead explanted and replaced without consequence to the patient. It was noted that the lead-device connection was checked at each procedure and no issues were noted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.